Event description:
Customer reported an abo discrepancy on the galileo. A known a positive unit was tested on the galileo and reported as an ab positive. The customer states that they do fwd abo testing only. No adverse event occurred as a result of the unexpected result.

Manufacturer narrative:
Review of labeling: limitation in the galileo operator manual: forward only abo-rh testing has a higher risk of mistype due to the absence of the reverse type results. Mistypes may occur, such as an a sample being interpreted as group ab. For this reason, abo-rh results should always be compared to the patient or donor's history.